Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited poor sensing. Oversensing was also noted. The lead was capped and replaced. The patient was fine post procedure.